Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204, damaged monitor case) was confirmed. Upon investigation the monitor was displaying a code 204 (belt monitor unusable) and was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the wire to pin 1 of the connector. The cause of the service code is the damaged wire. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and indicated that the patient using the monitor was receiving service code 204 (belt/monitor unusable) and that the monitor had a damaged belt receptacle.